Event description:
It was reported that the customer was unable to hear any sounds from the pump. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.